Event description:
Event description guidant received information that the cardiac resynchronization therapy (crt-d) displayed a yellow warning screen with a fault code. The fault was reset but the clinician had not recorded what the displayed fault was. It was further reported that following the reset all historic measurements were recorded as nr. The clinician was going to store the device data to a disk and send it in for evaluation.